Manufacturer narrative:
Device qc performed. Mon 4/17/2010.

Event description:
Initial info was reported by a physician to a sanofi aventis sales representative on 31-mar-2010: a (B) (6) female consumer received poly-l-lactic acid (sculptra) over the last several years and presented on (B) (6) 2010 with multiple nodules in all areas she had previously been injected. She had received poly-l-lactic acid (sculptra) injections to the face several times over the course of two years and had not experienced an adverse events. Her last treatment was in (B) (6) 2009. Her nodules were palpable and visible in the periorbital area. He treated the nodules on (B) (6) 2010 with triamcinolone (kenalog) and will follow up with the pt next week. Medical history included breast augmentation in (B) (6) 2009. She had complications from the breast augmentation which the physician stated could be immune system related. No further relevant info reported.